Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
It has been reported that "disengagement on a distal femur + proximal tibia on a surgery done on (B)(6) 2019. It was further reported: the disassociation is between the femoral component and the integral shaft&stem.